Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2018 with the following findings: on investigation, moisture was confirmed under the display lens. Leak testing revealed moisture ingress into the pump due to a breech in the case seal. Additional moisture damage was noted inside the pump on all internal components. The pump failed to power on for testing due to the moisture damage. Investigation duplicated the complaint. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.